Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device malfunction. The patient required another surgery to replace the device. The product issue was not specified. No information about the patient's outcome was provided.